Event description:
I had a lasik surgery on (B)(6) 2016. Prior to the surgery, I had a little loss of vision in my left eye, and (B)(6), determined that I should have lasik, only on my left eye. Shortly after I noticed facial spasms and a problem with keeping my eyes open. Yes there is dry eye, but the problem with spasms and keeping my eyes open supersedes the dry eye. I have complained about this since very early after the procedure.